Manufacturer narrative:
Suspect product was discarded.

Event description:
On (B)(6) 2021 a patient (pt) reported a diagnosis of a corneal ulcer while wearing the acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl). The pt experienced left eye (os) irritation, dryness, and couldn¿t tolerate the lenses for more than 4 hours at a time. The pt, who is a physician, reported noticing the ulcer forming prior to visiting an eye care provider (ecp) and self-medicated with moxifloxacin eye drops qid for a few days in (B)(6) 2020. On (B)(6) 2021 the pt visited an ecp and was diagnosed with a corneal ulcer os. The ecp advised ¿it was likely due to marginal keratitis and bacteria entering the eye that caused the ulcer.¿ the ecp instructed the pt to continue the moxifloxacin for a few days, then prescribed maxitrol qid for 10 days or two weeks (pt was unable to recall the exact timeframe). The pt discontinued cl wear for 3 weeks, then switched to another company¿s brand of daily disposable lenses, which were tolerated better. The pt reported having dry eye syndrome that has been getting progressively worse over the past 2 years. On (B)(6) 2021 the treating ecp office was contacted, and additional information was provided. An ecp representative reported the pt was seen as a new pt on (B)(6) 2021 and a comprehensive eye exam was performed. The pt had been referred from another practice for corneal ulcer. The representative was not able to provide further information without a signed medical record release form. On (B)(6) 2021 the pt advised an email was sent to the ecp office to provide consent to release medical records. On (B)(6) 2021 an attempt was made to obtain medical records from the ecp. No further information was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j002bsr was produced under normal conditions. The suspect os cl was discarded. No further investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.